Manufacturer narrative:
H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. The returned photograph was reviewed, and it was noted that there was a malformed cover which caused the white coil cap to separate from the malformed cover. When the cover is malformed, particularly at the neck area of the cover, the coil cap no longer fits the cover and would separate from the cover. The cause of malformed cover was due to extreme heat temperature during shipping/distribution. The coil cap holds the stress member assembly to the housing of the device. The coil cap separating from the housing of the device does not represent a breach in the sterile fluid pathway and does not impact the fluid path of the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor separated into two pieces. The breakage was found while the device was still in the packaging prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.